Manufacturer narrative:
No root cause could be determined. The quality control was in range, so a reagent issue is unlikely. The error is possibly due to static electricity causing an issue with the liquid level detection leading to instrument mispipetting. Improper pre-analytical sample handling could have contributed to the error. There were no adverse affects to the patient.

Event description:
The field application specialist stated the customer received a questionably low intact human chorionic gonadotropin + the ss-subunit (hcg-b) test. The doctor questioned the result and requested a re-test as the patient was pregnant. The repeat result was reported to the doctor who accepted the result. The initial result was 0.361 miu/ml. The first repeat result was 10,000 miu/ml with a data flag. The second repeat result was 174,470 miu/ml with a data flag when performed at a 1:100 dilution. A third repeat yielded 10,000 miu/ml with a data flag. A fourth repeat, also at a 1:100 dilution, yielded 161,284 miu/ml with a data flag. An aliquot of the original sample was then tested, yielding 10,000 miu/ml with a data flag. The aliquot was then tested at a 1:100 dilution, yielding 199,112 miu/ml with a data flag. There was no adverse affect to the patient as a result of this event. The lot number of the reagent hcg+b was 16015003. The field application specialist was onsite when the event occurred. She stated she thinks the issue was due to static in the laboratory. The field service specialist could not duplicate the error. He stated it might be due to static in the laboratory. As a preventative measure, a static brush was installed and the sample probe replaced. He also checked all alignments and dispenses. He performed performance testing with passing results.